Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's stimulation was toggling on and off and also jolting them. The pt stated that their device turned on when they would get into bed. Additional info has been requested, but was not available as of the date of this report.